Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the dat test at 0.08725 inches. No unexpected pump error alarms noted during testing, however pump error 4 followed by pump error 53 was present in format history file due to software error. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. There were no alarms on the pump. The customer used the larger 3 ml reservoirs and started at 154 mg/dl and was 60 m/dl by the time they got to work, and they had not given themselves anything. The customer was in the 300 mg/dl range at the time of the call. The customer was getting a motor arm cannot communicate with the main arm alarm, as well as a software error detected alarm. The customer used juice, food, and fruit to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis. Pump passed some functional tests, however the pump had pump error 4 followed by pump error 53 present in format history file due to (B)(4) software error.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.